Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time of the index procedure was reported as the aortic neck was 19 mm in diameter at the renal arteries and the blood vessel was initially fragile. It was reported that the endurant was implanted after piercing chronic total occlusion (cto). Cto was smoothly pierced and evar was performed. The final angiogram was entirely carried out and confirmed no anomalies. After that, another angiogram of distal side confirmed rupture of external iliac artery (eia). An endurant 16x10x124 was implanted in the eia, but the angiogram seemed to be unusual. The physician elected to perform an open abdominal surgery for y-graft replacement. The proximal side of stent graft remained in the patient, and it was replaced with synthetic vessel using quattro graft. The physician stated the cause of the vessel trauma may have been during removal of the sentrant sheath. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).